Event description:
It was reported that pump experienced malfunction alarm malf 14 that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.